Manufacturer narrative:
Device was received by the manufacturer and a quality investigation was conducted. Per the quality inspection, it was found that the device exceeded the maximum allowable temperature limit. Internal components were evaluated and the motor bearings were found to be gritty, possibly due to the presence of foreign debris within the bearing components.

Event description:
While testing the unit at the manufacturer, it was reported that the drill overheated. This event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged with this event.